Manufacturer narrative:
Investigation results were made available. The following reports are associated with this event: 0009613350-2017-01435, 0009613350-2017-01436. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive additional information for this case. The missing information was requested at complainant the latest one on (B)(6) 2017 but was not available. Trend analysis: no trend analysis could be performed as no item number(s) is/are available. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device information has been requested but was not available. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Review of description: it was reported that a patient was implanted with a sulzer thrust plate hip prosthesis on (B)(6) 2005 on the left hip side and underwent revision surgery on (B)(6) 2017 due to osteolysis leading to instability. Review of received data: 2 photos of undated x-rays were received. Ap view left hip and lat view left hip x-rays were reviewed. Both of the x-rays are considered to be taken shortly before the revision surgery. It is observed that the druck prosthesis has migrated. Sclerosis lines above the prosthesis are indicator of the migration phenomena. Around the fixing screws at the middle length darker zone is noticed, which can be a possible indicator of osteolysis. However, since there are no previous dated x-rays received, it is not possible to comment on those features. Photos of the explanted liner, thrust plate and head were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation no product documentation was reviewed for investigation according to the information received, the product location is unknown. Conclusion summary: patient underwent revision surgery on (B)(6) 2017 due to osteolysis leading to instability after 12 years 4 months in-vivo time. X-rays show migration of the implant and reduced bone quality. However, due to absence of prior x-rays, medical notes and explants it is not possible to make further analysis of the event. It is unknown at which point of time the implant started migration and if the surgical procedure was followed correctly. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
X-rays and pictures were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a sulzer thrust plate hip on the left side on (B)(6) 2005 and the patient underwent revision surgery on (B)(6) 2017 due to osteolysis leading to instability.